Event description:
Same case as mfg report number: 3005188751-2011-00129. It was reported that during an ablation procedure, a perforation occurred. While advancing the introducer over the transseptal needle (reorder 407200, lot 3292114), a perforation of the aorta occurred. The perforation was confirmed by contrast injection. The pt was monitored which revealed a normal ECG and normal blood pressure. The pt was transferred to surgery to close the aorta and extract the introducer which had been left in the pt to maintain stable conditions. The pt was in good condition following the repair.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.